Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was intermittently unresponsive. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that a touchscreen calibration was completed to resolve the issue. The customer then returned the device to service. The investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) that a touchscreen calibration was completed to resolve the issue. The customer then returned the device to service. Multiple good faith efforts (gfe) were attempted to obtain clarification on the initial occurrence of the touchscreen issue. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.